Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump button issue. Customer did not recall blood glucose at the time of incident. Customer states act button was not responding and it was very to program bolus. Customer also reported crack on the upper left corner of the lcd, insulin was not dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will not be returning for analysis